Manufacturer narrative:
Accutni reagent pack that had physically been loaded onto the access 2 had not been loaded through the software. Hotline assisted the customer to properly load accutni pack that had been misloaded and two other accutni packs that had been properly loaded on the system. The customer performed qc on each of the three accutni packs and decided to discard two of the three packs due to qc results from those packs being outside of the customer's established ranges. The customer site has observed pack sharing in the past and the customer choose to discard the packs not performing within their established accutni qc ranges because of this. The customer verified to hotline that pack sharing did not occur, the reagent packs had not been previously loaded onto their other instrument. Service has not been dispatched to date in connection with this event; the customer was able to resolve the issue with routine troubleshooting from hotline user error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc (bci) hotline to report an accutni reagent pack had been mis-loaded onto their access 2 system. The customer confirmed no patient results were generated in connection to this event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.